Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on black screen. A field service engineer (fse) found the station with no display due to a liquid spill coming from the stryker cactus smart sink system. The overfilled liquid inside the electronic drawer damaged the power supply, which was fully covered in liquid. Fse removed the contaminated power supply and installed a new one, resulting in a successful boot. Since the damaged power supply was saturated with liquid that may have contained biohazard medications, it could not be returned and was disposed of in biohazardous waste. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed a black screen and was offline in rss, with no communication. The screen was unresponsive, and the user reported hearing a popping sound at the time of failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.